Event description:
It was reported that the insulin pump alarmed no delivery during prime. The customer was advised to do set change and it resolved the issue. Customer's blood glucose was 16mmol/l. Customer reported back and stated the insulin pump still alarmed no delivery and buttons were unresponsive. Customer blood glucose was 33mmol/l or higher. Troubleshooting was done. It was found the drive support was indented and there were scratches on the display. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.